Event description:
It was reported that the patient presented to the emergency department with sepsis, acute abdominal pain and hypertension. The patient was intubated and placed on multiple vasopressors. An anchorfast oral endotracheal tube device was placed on the patient. After 6 days of the anchorfast being used, the respiratory therapist noted skin breakdown on the patient's cheek. A wound care nurse was consulted and the anchorfast device was removed. The patient was assessed with both a stage 2 and an unstageable pressure ulcer on the left cheek beneath the anchorfast barrier pad. Following the wound care nurse's recommendation, a foam dressing was placed under the anchorfast device bilaterally to assist with prevention of further breakdown. The patient was extubated 3 days later and the anchorfast device was removed. The cheek pressure ulcers healed following removal of the device. The patient's unstageable pressure ulcer had no impact on the patient's length of stay and was noted to have not compromised the patient's overall condition.